Event description:
Additional information received on 06/05/1998: the intra aortic ballon was received intact for evaluation with the balloon completely unfolded with the extracorporeal tubing absent from the y fitting. Laboratory examination revealed no defects in the returned intra aortic balloon. Since no defect was found during laboratory testing (other than the missing extracorporeal tubing), it is not possible to determine the extact cause of the reported difficulty based on the event description and the examination of the item. It was not possible to verify the reported problem. This type of complaint is one of the most difficult to evaluate and must rely on conjecture since one cannot observe what the ballon is being subjected to within the aorta.